Event description:
A physician reported that during cataract surgery the patient experienced with corneal burn due to no ultrasound. The procedure was completed after changing the handpiece. Additional information has been requested. Additional information received indicating the patient experienced with astigmatism. And the symptoms are improving.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Eight ultra infusion sleeves and four test chambers in a cen tray were returned and were visually inspected. A few sleeves were returned in a tucked-in condition and damaged which is consistent with what occurs when removing the sleeve from the handpiece. Visual inspection of the non-tucked sleeves confirmed no other damage or anomalies on the remaining infusion sleeves and the test chambers. The samples were found to be conforming during inspection. All irrigation holes were present on the returned infusion sleeves. The infusion sleeves would not have caused or contributed to the report of "no ultra sound during surgery." The root cause of the customer's complaint could not be established; the returned samples functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).